Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a stroke. The day after a successful pfa procedure the patient presented to the emergency room with impaired vision. An MRI confirmed the patient had experienced a stroke. An ophthalmologist confirmed 2 large peripheral scotomas in the right eye and 2 small superior/central scotomas in the left eye. The vision changes are expected to be permanent, and no treatment was reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.